Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed brown deposits around the z block, but could not identify the details. It is likely that the disposable brush maj-1888 may have been left unused by new cds staff during reprocessing at the facility. That the disposable brush maj-1888 may have been left unused by new cds staff during reprocessing at the facility. The event can be detected and prevented according to the following IFU: operation manual chapter 3 preparation and inspection and reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera ii duodenovideoscope had angulation playing problem. The event occurred during maintenance and there was no patient harm or user injury reported due to the event. Inspection and testing of the returned device found that the forceps elevator had a yellowish/brown foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: light guide lens has a chip; forceps elevator has foreign material; plastic distal cover has a scratch; adhesive on on bending section cover or distal sheath rubber is detached; bending section cover or distal sheath rubber has discoloration; connecting tube has a wrinkle; due to wear of angle wire, bending angle in down direction does not meet the standard value; the angle wires were stretched; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; connecting tube has a scratch; scope cover has a scratch; angulation works but angulation control knob feels too loose or light; grip has a scratch; scope cylinder is shaved; due to wear of angle wire, bending angle in right direction does not meet the standard value; forceps channel port has a dent; switch1 has a scratch; universal cord has a scratch; scope connector has a scratch; light guide cover glass has a dent; scope connector cover unit has a scratch; and forceps elevator has foreign material. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.